Manufacturer narrative:
Several documented attempts were made to contact the customer regarding further information. Any missing or incomplete data from the 3500a is the result of information not being provided, or released from the customer despite documented attempts to obtain the required information. The attempts to obtain the information are documented in the complaint report. This product is used for treatment, and not diagnosis.

Manufacturer narrative:
MDR 1045254-2011-00047 was filed on (B)(4), 2011. (B)(4).

Event description:
Description of the reported event: during a thyroidectomy a patient sustained a bilateral paralysis and the tracheotomy had to be performed. The emg tube was disposed of and the facility does not know the identity or the lot number of the emg tube. The (B)(4) emg endotracheal tube is being used for data entry purposes only. The customer reports the patient is getting better. Relevant events and information obtained from the reported case: the doctor thought there may have been an issue with the nim system, but the medtronic xomed sales representative reports four days after the incident occurred, she was present at a thyroidectomy procedure in which the same doctor used the same nim system and it worked well.